Event description:
It was reported that this lead was a failed attempted implant at the right ventricle. There was pacing failure at the initial implant site, so a reposition was attempted. A stylet was inserted and moved to find a better position, according to the physician, the lead got caught in the tricuspid valve and could not be removed, so after a comprehensive judgment, the lead was abandoned inside the body and a new lead was inserted. The procedure was completed without any problems. No additional adverse patient effects were reported.